Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that patient passed away due to to cerebral hemorrhage after leaving procedure room.

Event description:
It was reported that the patient experienced neurological dysfunction on (B)(6) 2026. They had an intracranial hemorrhage which was diagnosed via a computed tomography (CT) scan, and it was noted the patient was on warfarin and aspirin. The patient passed away on (B)(6) 2026 due to the cerebral hemorrhage after leaving procedure room. The device was operating as intended, and the association of the death to the device was considered low but could not be ruled out. An autopsy was not performed, and the device was not explanted.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.